Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was over 300 mg/dl and an insulin injection was administered to address the bg level. Tandem technical support performed a system check and found that the cartridge needed to be changed. Reportedly, the customer had been using the cartridge for 4 days.